Event description:
It was reported that customer experienced high blood glucose readings, with value displayed as ¿high,¿ exact value was not provided. The suspected cause was unknown and no ketones were present. Customer delivered correction bolus using pump, declined additional assistance, and technical support advised customer to consult healthcare provider about factors affecting blood glucose before closing case.